Event description:
New information received notes that when the asymptomatic patient presented remotely through merlin.net transmission, episode of non-sustained rv oversensing was observed. Review of the electrogram and the freeze capture confirmed the presence of oversensing leading to pacing inhibition. It was mentioned that the patient has a left ventricular assist device and there were no other sources of emi that could be identified. The oversensing occurred during the patient¿s sleep hours. Further testing and programming changes were recommended. The potential changes will be discussed with the physician.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that while reviewing merlin.net transmission, ventricular oversensing was observed on a freeze capture. Myopotential oversensing was suspected. It was also noted that a vt rhythm was ongoing during one of the stored non-sustained rv oversensing episodes. Programming changes were recommended.

Event description:
New information received notes that further instance of myopotential inhibition was observed. Review of egm noted low level, high frequency noise that was inhibiting pacing. Programming changes were discussed. Patient will be monitored with routine follow-up.

Event description:
New information received notes that the patient was asymptomatic due to the event. Recommended programming changes will be made during patient's next in-clinic visit.